Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted. The lead body under the distorted coil has medical adhesive residue that indicates that the lead was manufactured within spec. Upon inspection, it was noted that the defib conductor of the lead was distorted/fractured. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the leads proximal hv coil separated when pulling back lead reposition. The lead was not implanted. No patient complications have been reported as a result of this event.